Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test was not performed due to motor error alarm. The device has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose level was not reported. The product will return. Nothing further to report.